Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was having unexplained high blood glucose. Customer would have normal blood glucose one day, and 500 mg/dl the next day. Customer's blood glucose was 58 mg/dl prior to the call, and blood glucose was 285 mg/dl at time of call. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.